Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown but complainant stated that device was used prior to expiration date. (B)(4) for no reported problem with stent. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown but complainant stated that device was used prior to expiration date. (B)(4) for no reported problem with stent. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a stenting for drainage procedure performed in the common bile duct. According to the complainant, the stent had been implanted for a ¿long time¿ although the exact time is unknown. It was reported the patient presented with exacerbation of obstructive jaundice; therefore, stent replacement was performed. At this time, it was noticed that the stent was occluded. In the physician¿s assessment, the jaundice was due to the stent occlusion. The stent was replaced which improved the patient's condition. It was reported that serious acute cholangitis did not occur. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok and there was no issue with the patient after the procedure.